Manufacturer narrative:
(B)(4). The ra lead will not be coming back for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this patient¿s right atrial (ra) lead was found to be dislodged. Surgical intervention was performed and the ra lead was successfully explanted and replaced. No additional adverse patient effects were reported.